Event description:
Based on complaint report and investigated failure mode, there was potential for a staining alteration. Customer complaint record reported the event as follows: stainer tubing test failure. No direct or indirect patient harm or user harm has been reported.